Manufacturer narrative:
The reported symptom code (display brightness problem) was confirmed. An exterior visual inspection of the returned cycler showed no sign of physical damage. Functional display check failed. Failure was due to a burnt lcd/inverter board 2 pin cable. A known good display was installed and the display became fully operational. Simulated treatment pre-accelerated stress test 15 minute 1000 ml test passed. An internal visual inspection of the returned cycler encountered no other discrepancies. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported to technical support a display brightness problem on the liberty cycler. After troubleshooting, the patient was advised to cancel treatment and replace the cycler. Follow up with the patient indicated that no treatments were missed and treatment was resumed on the replacement cycler.